Manufacturer narrative:
One model x3820sjd catheter was returned for evaluation. The customer report of leakage was confirmed. As received, when medial lumen was tried leakage was detected from backform to catheter body junction. All through lumens were patent without any leakage or occlusion. No visible damage or inconsistency was observed from catheter body. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. A device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use of the oximetry catheter, medication leaked from the backform. The type of medication is unknown. There was no allegation of patient injury. The device is available for evaluation.